Event description:
It was reported that the ptm (personal therapy manager) was giving the patient symbols and saying that it wasn¿t connecting when she tried to give herself a bolus. The issue began about a month ago. The patient saw her physician (B)(6) 2013, at that time they punched in a series of numbers and it worked one time. Since then, it had been locking the patient out. The patient was getting tired of it not working because she hurt. It was noted that the patient had lost ¿50 some¿ pounds and now the pump ¿sloped¿; it wasn¿t attached. The pump had flipped, but was flipped back and it still wasn¿t connecting. The patient was told everything was fine according to the MRI. The pump was delivering morphine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: neu_ptm_prog, lot# serial# unknown, product type: programmer. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).